Event description:
During setup, a black fiber was found embedded in one of the packs of sponges from a total knee custom pack. The contaminated item was removed, and this did not reach the patient. Per site reporter: the medline field representative was notified and reported event to medline quality team.